Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending artery(lad). Two stents were placed in the lad, a 2.75x38mm synergy in mid lad, overlapped proximally with 3.0x32mm synergy ii drug-eluting stent. Patient was noted to be fine post procedure. However, several hours later, the patient was symptomatic and had to be re-cathed which revealed thrombus in the lad stents. The physician preformed a thrombectomy treatment procedure, administered dose of aggrastat along with more ballooning. No patient complications were reported and the patient's status was stable.